Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler serial number 1975, did not pipette the correct amount of diluent in well positions b2 and b3 and did not give an error message. An ortho field service engineer was dispatched and could not duplicate the problem. Fse calibrated x-arm over secondary rack. No death or serious injury was associated with this event.